Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies reverted to storage mode and was explanted after 9.4 months of implant. Another guidant ICD with atrial tachy therapies was subsequently implanted. The device was returned to guidant for analysis.